Manufacturer narrative:
Approximate age of device ¿ 3 years, 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. A direct correlation between the device and the reported event could not be determined through this evaluation as the device was not returned. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had unspecified poor pump performance. It was determined that a suspected pump clot and/or cannula placement may have contributed to the poor pump performance. The patient had a history of right ventricular dysfunction and was on milrinone. The patient was evaluated for transplant and it was determined that he was too high risk. The patient's pump was exchanged to another manufacturer¿s device on (B)(6) 2015. It was reported that the outflow cannula had a narrowing of the lumen right after the outflow bend relief. The patient subsequently expired on (B)(6) 2015 while on the new device. Further information was requested but not provided.